Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer administered multiple boluses back to back. The customer's blood glucose (bg) level subsequently decreased to 35 mg/dl. The customer stopped pump therapy and drank juice and consumed glucose tablets. Reportedly the customer lost consciousness and the customer's coworker called an ambulance to take them to the emergency room (ER) where they were treated with intravenous fluids of saline and glucose to address the low bg. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support informed customer on proper bolus delivery procedure and the customer continued to use the pump for insulin therapy. Additionally, it was reported that another suspected cause of the low bg was due to having a basal rate that was too high. Customer updated their pump settings to address the event.